Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented during procedure. The right atrial lead was noted to have an insulation breach. The physician exchanged the lead while the chest pocket was open on (B)(6) 2019. The patient was in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes the physician name and title and the lead was returned.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.0 cm with the helix extended and clogged with blood/tissue. Visual examination found a bent coil at 14.6 cm. From the connector pin and procedural damage in the form of insulation cuts. X-ray examination found no anomalies. Electrical testing did not find any conductor fractures but found a short due to coil and insulation damage at 14.6 cm. From the connector pin due to procedural damage. The reported event of broken lead insulation was confirmed.